Manufacturer narrative:
Manufacturing review: the device history record review was performed for the reported lot number and this lot meets all release criteria. The manufacturing review did not indicate any possible manufacturing issue that could be related to the reported event. Investigation summary: one introducer needle and one guide-wire within a guide-wire hoop was returned for evaluation. Gross visual, microscopic visual, tactile, functional and dimensional evaluations were performed. The investigation is confirmed for guidewire stretched issue, failure to advance, the inner core wire break, and material frayed issue, as the guidewire segment was found to be unraveled/frayed and the distal end of the guidewire was not stiff. The inner core wire was found break and was not in place. During functional testing, the guidewire was pushed into the introducer needle but would not advance. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. The dimensions are slightly out of tolerance in the affected portion that may be due to unravelling noted at multiple places in the wire. The dimensions are not out of tolerance for the unaffected portion of the wire. A definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 08/2021). (B)(4).

Event description:
It was reported that during a port implant procedure, the guidewire allegedly got stuck in the puncture needle. The procedure was completed using another device. There was no reported patient injury.